Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was reported by the patient¿s peritoneal dialysis registered nurse (pdrn) who stated that the patient was overfilling based on their treatment records. Upon review of the patient's treatment records, it was identified that the patient drained 4537ml during drain 4 of their treatment. This value is 206% the patient's fill volume of 2206ml. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was verified that the patient did not experience any symptoms or require medical intervention as a result of the iipv event. The cause for the iipv event was unknown. The patient was trained to perform stat drains if they felt full and had manual supplies to complete treatment without the cycler if it was necessary. The patient has since received a replacement cycler and has continue with treatment without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.